Event description:
This pt was enrolled in (B)(4), and was randomized to (B)(4). The pt is a (B)(6) male who presented with a left ruptured posterior communicating artery aneurysm (hunt and hess score grade 1). The pt's aneurysm was coiled on (B)(6) 2013 and during the procedure, an aneurysm ruptured occurred. The 3rd coil (roadmap target 360 soft) breached with an existing hyperglide inflated balloon. The aneurysm was coiled and an external ventricular drain (evd) was placed emergently. The aneurysm rupture was reported as serious adverse event which resulted in medical intervention to prevent further permanent impairment to body structure or body function and life threatening illness or injury.